Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument's tip did not align. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base. As result, the conductor wire on that grip was also found to be broken. The broken grip piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.